Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent idvt ¿ right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was noticed during an idvt (deep vein thrombosis) procedure. They also reported that while ablating in the right ventricular outflow tract (rvot), a steam pop occurred on the ablation catheter. There were no visible symptoms on the patient. They checked intracardiac echocardiography (ice) for a pericardial effusion and that ice confirmed that a pericardial effusion was present. Medical intervention provided was a pericardiocentesis and that it was unknown how much fluid was removed. The pericardial effusion occurred close to the end of the procedure and the procedure was aborted. The patient was reported to be in stable condition. Additionally, the medical team confirmed that the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is bwi product malfunction. Patient has fully recovered (no residual effects). Reporter believes the patient stayed for one night after the adverse event. Transseptal puncture was performed with needle (device manufacturer is unknown at this time). Ablation was performed prior to noting the pericardial effusion. There was evidence of steam pop during the ablation phase. Standard stsf flow settings was utilized for the irrigated catheter. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Parameters for visitag module were 3mm, 3 sec, 25%, size 3 (range; time; fot; tag size). No additional filter used with the visitag. Color option was tag index. Patient was under general anesthesia for approximately four hours. In the physician¿s opinion, cancelation of the procedure did not contribute to a death or a serious injury to the patient. No extended hospitalization required. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 24-mar-2023, the product investigation was completed. It was reported that a patient underwent idvt ¿ right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was noticed during an idvt (deep vein thrombosis) procedure. They also reported that while ablating in the right ventricular outflow tract (rvot), a steam pop occurred on the ablation catheter. There were no visible symptoms on the patient. They checked intracardiac echocardiography (ice) for a pericardial effusion and that ice confirmed that a pericardial effusion was present. Medical intervention provided was a pericardiocentesis and that it was unknown how much fluid was removed. The pericardial effusion occurred close to the end of the procedure and the procedure was aborted. The patient was reported to be in stable condition. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. The device was found irrigating out of specifications due to occluded holes in the dome with reddish material. A manufacturing record evaluation was performed for the finished device [30958882l] number, and no internal actions related to the reported complaint condition were identified.  The adverse event could not be replicated during the product investigation. The root cause of the adverse event remains unknown. The steam pop issue could be related to the occluded holes found. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).